Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there was problems with wound closer following surgery at two incision points. The plate was directly under the scalp suture. Per an internal medical review by the medical director; no additional information in regards this case could be provided. There was no report of a surgical delay. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Date of event: reported as: summer 2014. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.